Event description:
It was reported the patient had his scs ipg replaced because the ipg had reached end of life. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
A patient's ipg was eol and there is possible lead migration was reported to abbott. As a result, the ipg was explanted and replaced. There was no lead migration; the lead came out of port 2; which was discovered when pulling out old ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.